Event description:
Boston scientific crm received information that this right ventricular (rv) lead status post implant over two months ago, was found to have perforated the rv, and fluid accumulated in the pericardium. The excess fluid was then drained from the pericardium, and the rv lead was explanted. A new rv lead was not implanted, as the patient is not dependant. To date, no additional adverse patient effects were reported.